Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a frozen/locked screen. Although requested it is unknown if the patient was connected to the ventilator at the time of the reported event. The service engineer replaced the touch frame/display. The service engineer performed testing and calibrations and the unit operated within the manufacturer's specifications.

Manufacturer narrative:
Product analysis: a touch frame printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and areas of contamination were found on the pcb. The contamination was found to be as a result of fluid ingress originating from cleaning products. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient involvement at the time of the event.